Event description:
Report received of an over-delivery. It was reported that the nurse set up the pump and, "thought she set the pump to deliver at a rate of 10cc/hr over 24hrs". The customer reported that the patient received the entire infusion of an unknown solution in four hours. There was no adverse patient event. Though requested, no additional information was available.